Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort (described as pain) located at the ipg site. As a result, the patient underwent surgical intervention wherein the ipg was relocated.